Event description:
Event description guidant received information that this pacemaker has a stored electrogram of false ventricular tachycardia. The device indicated noise, atrial sensing during refractory, fusion beats, and possible loss of ventricular capture. The thresholds, impedances, and sensing are stable. The caller indicated the pateint was on a treadmill at the time. There were no smyptoms associated with the stored electrogram.